Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine drug and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that the pump was causing damage to the patient's spinal cord. The patient representative (rep) stated that the patient was no longer using the pump, and they were trying to find a physician to take the pump out. The pump has not been in use for a few years. The rep inquired about a recall in 2019. The agent sent physician listings to the rep. The patient had morhpine 6.0 mg in the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.